Manufacturer narrative:
Pump received with reservoir tube lip completely broken off and cracked on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the piece was missing from reservoir compartment opening and had a crack near the screen. Troubleshooting was performed for damage and noticed the reservoir still locks in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.